Event description:
Caller reported blood glucose results: aviva (B)(4) 13:14, 27.0 mmol/l 13:17, 15.8 mmol/l 13:18, 11.7 mmol/l aviva (B)(4) 13:20, 9.0 mmol/l the same strips were used in both meters. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).